Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) with blood glucose of 500 + mg/dl and inability to walk correctly. Customer states is not receiving insulin and sees white stuff in tubing and has no delivery alarm. Customer has several no delivery alarms in history no need for high pressure test. Troubleshooting was performed for no delivery and customer reports alarm did not occur during manual prime. Customer reports event was resolved by changing complete set. The drive support cap appears normal. Customer blood glucose at time of incident was 394 mg/dl. Customer current blood glucose was 394 mg/dl. Customer's recent blood glucose was unknown. The customer experienced dizziness and was not stable to walk. The customer was treated with bolus. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.